Manufacturer narrative:
Device evaluation summary: the delivery system was not returned with the dislodged stent. Deformation was evident to the dislodged stent. Tissue was visible en twined within the stent. Lot number confirmed based on returned stent matching the reported event. Additional information: no difficulties noted when removing the protective sheath. A non-medtronic guideliner was used to aid delivery. The inflation device remained on a neutral pressure during delivery of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion located in the distal right coronary artery (rca). The lesion exhibited moderate tortuosity and severe calcification with 95% stenosis. The device was inspected with no issues noted. Negative prep was not carried out. Step up pre-dilation was carried out. A guide liner was used to aid delivery. Resistance was encountered when advancing the device however excessive force was not used. The device did not pass through any previously deployed stent. It was reported that following failed delivery stent dislodgement occurred during pullback while entering the guide liner. The stent was removed with a snare. No patient injury was reported.